Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving fentanyl, ketamine, baclofen, and morphine at unknown concentrations and dosages via an implantable pump. On 2017-mar-14, it was reported that the patient was experiencing ataxia and weakness and was undergoing an MRI of the brain. It was reported that the procedure was not being done due to a problem with the patient's device or therapy. On 2017-mar-31, additional information was received from the patient's managing hcp via a manufacturer's business partner. It was reported that the patient's symptoms were not related to the medication. However, the hcp reported that the symptoms were related to the positioning of the patient's catheter. Additional information was received on 2017-apr-10 from the patient's hcp. It was reported that the patient went to the va for weakness. The patient was scheduled for surgery to replace the pump and the catheter on (B)(6) 2017. No further complications were reported.